Manufacturer narrative:
G4:10feb2021. B4:23feb2021. H11:g5:k102985 h10:the service engineer (se) evaluated the unit and identified that the lithium-ion battery was not attached, so it was attached. The se confirmed that the unit could operate on alternate current (ac) power. The malfunction occurred when it was attempted to run the unit on battery power. The reported phenomenon was improved by attaching the battery. The ventilator successfully passed testing and no other abnormalities were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
It was reported the ventilator could not switch to or from battery power and it stopped operating. There was no alarm at the time of the shutdown. There was no patient involvement.